Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to procedure, interrogation of the pacemaker revealed the right atrial (ra) lead exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. No intervention was performed. The patient was in stable condition.